Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calclified mid right coronary artery (rca). Pre-dilation was performed with a 2.0mm balloon catheter followed by advancing a 3.50 x 12mm synergy xd drug-eluting stent for treatment. However, during the procedure, the stent failed to cross the lesion and got bent. The procedure was completed with different device. There were no patient complications nor injuries reported.